Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the had blank display and unexpected pump suspend. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted on the event date in the pump trace download. The pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No blank display or unexpected pump suspend anomaly noted. However, the battery tube was corroded. There was a user suspend noted in the formatted history file on the event date listed below. On (B)(6) 2021 12:18:31.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended. There was no auto suspend noted on the event date. The pump communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly or unexpected suspend on low alarm noted during testing. The following were noted during visual inspection: corroded battery tube, minor scratched display window, scratched case, missing serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the electronic assembly had moisture damage. No damage noted on the motor or the force sensor. The customer alleged the pump had blank display was not confirmed. The customer alleged the pump had unexpected pump suspend anomaly was not confirmed. During visual inspection, the battery tube was corroded and the electronic assembly had moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that it keeps on turning off by itself and suspend the delivery on its own since a month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.